Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2022-01102. It was reported that the patient¿s therapy strength was decreasing on its own. Diagnostics revealed high impedances. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the issue started following a fall. Surgical intervention took place on (B)(6) 2022 wherein the leads were explanted and replaced resolving the issue. Reportedly, therapy was confirmed post operatively.